Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that a deep brain stimulation (dbs) lead was inserted to target and the impedance was checked prior to stimulation. The impedance check came back as high greater than 14k on contact 2. The screen cable was replaced but impedance still showed high on contact 2. The lead was removed and replaced with a new lead. Impedances went back to normal with the new lead. The issue was resolved at the time of report. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product analysis #703523267:analysis information -- 2020-03-10 08:08:05 cst pli# 10 product ID# 3389s-40 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d11: product ID neu_style t_acc lot# unknown serial# implanted: explanted: product type accessory if information is provided in the future, a supplemental report will be issued.